Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 05/23/2019. Device evaluation summary: during evaluation of the sample bubbles were observed on the anterior aspect of the implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited, to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. The device history record (DHR) for the lot number 5833108 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, the patient had bilateral prosthesis replacement with 450cc mentor memorygel breast implants. This report contains supplemental information for mentor psr reference number (B)(4).